Manufacturer narrative:
A beckman field service engineer (fse) was dispatched and evaluated the system. The fse identified a faulty syringe driver assembly. The fse replaced the syringe driver to resolve the issue. No further issues were noted. This MDR type of reportable event is both malfunction and serious injury. (B)(4). All associated MDR: 9612296-2016-00058, 9612296-2016-00060, 9612296-2016-00061, 9612296-2016-00062, and 9612296-2016-00063 patient demographics were not provided for the patients that had change to treatment.

Event description:
The customer reported obtaining erroneous results for multiple assays including low magnesium (mag) results for five patient samples involving the au680 clinical chemistry analyzer. Erroneous results were reported out of the laboratory. While most patients had no change to treatment, this MDR reports this event for patient 5 of five patients that were treated for the low mag with IV (intravenous) or orally administered dose of magnesium. Customer provided no specifics as to which patients received change to treatment. Customer stated that control (qc) recovery demonstrated failing recovery on multiple assays as well. Customer could not resolve the issue. The customer ceased use of the instrument until service arrived. All samples were retested on an alternate au680 and amended results were issued. There has been no report of any adverse consequences noted for this patient that was treated for the low mag results.